Event description:
It was noted that the patient was seeing a poor communication screen on their programmer.

Event description:
It was reported the patient was not feeling stimulation and that the patient¿s symptoms returned the day prior to report. No falls or traumas were reported in relation to the return of symptoms. It was stated the patient had some ¿close calls, but yesterday had a complete meltdown.¿ it was noted the patient was getting a telemetry failure with or without the antenna plugged in. The implantable neurostimulator had not been checked ¿in a long time.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3093-28, lot# j0327079v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the patient was still having concerns with device or therapy but had not sought further help. The patient was waiting to see their healthcare provider for treatment after (B)(6) 2013.